Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0955-2020. (B)(4). S/w 2.8c. Unit had cracked case battery side and cracked battery tube threads. Unit passed displacement test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Additional notes... Educated he will be getting a recertified pump. (B)(4). Inquired what led up to the complaint. Customer response: I have got an issue with my pump. I don¿t know if I have insurance but I don¿t what I need to do to get a replacement or a refurbished one. I don¿t know how it happened but I have a cracked all the way around the back. Its suppose to be waterproof and I can¿t get in the shower. Its not affecting the pumps performance or anything but I just noticed when I got out of the car. We stopped to eat and I went to bolus and I noticed the cracked and it goes all the way across. Bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. It didn't fall, its tethered to me because its connected to me, as far as being bumped into something I don't remember, it could have happened. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: starts at he bottom right on the side up to the belt clip is under the clip, all the way to the battery case is. 3. Location of the damage is: casing. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: educated pump is under warranty and there is no cost. Ship: 1 pump, 1 box, 1 le / return: 1 pump.